Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the purple hub of the PICC line separated from the catheter tubing, requiring the device to be replaced. No part of the device remained inside the patient, and there were no further injuries aside from the replacement procedure.